Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump would not vibrate. The customer's blood glucose was 30 mg/dl at the time of incident. The customer stated that the vibrate mode was on. The customer performed self test and the insulin pump vibrated during vibrate test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
In addition, the customer's blood glucose provided was incorrect. The correct information has been provided with this report.

Event description:
It was reported that the customer's blood glucose was 167 mg/dl.